Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "touchscreen froze" (no display or display failure). A customer reported that during the initial boot up, the touchscreen was fuzzy and had a light coloring to it. The system was rebooted and then the touchscreen froze. The customer used another system to complete the case. There was no patient impact reported.

Manufacturer narrative:
A company sales representative examine the system and was able to confirm the reported problem. The touchscreen was replaced. The system was then tested and met all product specifications. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).